Event description:
It was reported that prior to the implant of a transcatheter valve, the right femoral artery was used as the access site for the delivery catheter system (dcs), and the minimum diameter of the access vessel was 6.9 millimeters (mm). Following the implant of the valve, the non-medtronic closure system failed. A right femoral artery perforation and occlusion at the access site were observed, and surgical repair was performed. Per the physician, the non-medtronic closure system caused the access site perforation.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Explant date n/a. Product ID {non-medtronic closure system}; product lot/serial number {unknown}; product type: {suture-mediated closure system}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the delivery catheter system (dcs), guidewire, and sheath had not caused or contributed to the access vessel event. However, in addition to the non-medtronic closure system, scar tissue from previous surgeries and calcification had caused and contributed to the event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device (dcs) in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.